Event description:
The hosp reported that during the surgical procedure, while trying to remove the precise bipolar pyramid tip forceps instrument for cleaning, the rim above the working mechanism fractured. The instrument and trocar were removed from the patient's abdomen connected together and the fragments were retrieved. Additiional details provided by the hospital indicate that all components were retrieved from the patient. The istrument was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.